Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later, the pt experienced exposed mesh, urinary frequency and an area of mucosal breakdown. No explant procedure was reported. A vaginal closure of the exposed mesh and subsequent treatment for urge incontinence were performed.